Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was dislocated into the sulcus area. The patient has an unexpected refractive outcome. The surgeon did not initially implant the iol, but is planning a lens exchange. Additional information was requested to verify any intervention, but no response has been received.